Manufacturer narrative:
Full name of the facility is (B)(6) hospital. Customer uses this device approximately once a day. The devices are inspected prior to use in a procedure. Reprocessing of the device is performed in the oer-3. No other information on reprocessing was provided by the customer. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material in the device nozzle. This is attributed to insufficient cleaning. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; due to pinhole in distal end rubber coating (a-rubber), water tightness is lost; connecting tube has a wrinkle; control unit has discoloration; and connecting tube, protector of universal cord, image guide protector, scope cover unit, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, switch box, scope cover, scope connector, grip, control unit, switch (sw) sw1 have a scratch. The user¿s complaint of reduced angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a reduced angulation issue. There is no harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there is presence of foreign material in the device nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.